Event description:
A peritoneal dialysis (pd) patient reported to fresenius that the screen of the liberty select cycler had been fading since the previous day. The patient initially thought it was a screen brightness issue and attempted to adjust the setting but the screen remained dark. The patient also attempted multiple times to reboot the cycler and unplug the cycler from the wall outlet however the screen remained dim with a bit of light coming from the bottom corner of the screen. The patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however a response was not received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.

Manufacturer narrative:
Plant investigation: the actual device was returned to the manufacturer for physical evaluation. A visual inspection of the returned cycler exterior showed no sign of physical damage. There were visual indications of dried fluid within the cassette compartment. There was no visual indication of particulates within the cassette area. There were no burrs or sharp edges in cassette area that may have punctured a cassette membrane. Upon power up, the cycler touch screen test failed. When powering on the cycler the ¿ok, stop, and up/down arrows push buttons¿ illuminated, however the front panel display remained blank. An internal inspection of the cycler found a short on t1 of the inverter board with lot code 2333 which reflects the transformer has p155 insulation thickness. The inverter board is located on the rear of the front panel assembly. A known good inverter board was installed and the display became operational. The touchscreen test passed. There were visual indications of dried fluid on the bottom cover underneath the pump assembly. The cause of the observed dried fluid could not be determined. A review of the device manufacturing records was conducted by the manufacturer. There were no deviations or non-conformances during the manufacturing process. In addition, a device history record (DHR) review was performed and verified that the results of the in-progress and final quality control (qc) testing met all requirements. Upon completion of the evaluation, the reported issue was confirmed and the cause was determined to be an internal short on transformer on the inverter board. The cycler was refurbished following the evaluation.

Manufacturer narrative:
Correction: a6.

Event description:
A peritoneal dialysis (pd) patient reported to fresenius that the screen of the liberty select cycler had been fading since the previous day. The patient initially thought it was a screen brightness issue and attempted to adjust the setting but the screen remained dark. The patient also attempted multiple times to reboot the cycler and unplug the cycler from the wall outlet however the screen remained dim with a bit of light coming from the bottom corner of the screen. The patient was advised to discontinue use of the cycler. A replacement cycler was issued to the patient. It was reported that an alternate treatment option was available. Additional information was requested however a response was not received. The cycler was returned to the manufacturer. Upon physical evaluation of the cycler by the manufacturer, evidence of an internal short on the transformer on the inverter board was identified.